Manufacturer narrative:
Continuation of d10: product ID: 37751, serial# (B)(6), product type: recharger. H3. Analysis found non-conformances and the recharger was subsequently scrapped. There was a software issue: the software was lost, so the device was scrapped. No anomalies were visually observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the recharger was unable to turn on.

Manufacturer narrative:
Concomitant product ID 37751 lot# serial# (B)(6).product type recharger information references the main component of the system. Other relevant device(s) are: product ID: 37751, serial/lot #: (B)(6). Singapore codes belong to the recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.